Event description:
Allegedly, patient implanted with a Conserve Plus Class A acetabular cup, Profemur Xm cemented stem, titanium modular neck, and Conserve Plus big femoral head underwent revision surgery due to a large cystic pseudotumor (ALTR) associated with elevated cobalt ion levels (21.0 µg/L). The pseudotumor extended into the abdominal cavity along the psoas muscle and subsequently developed a secondary deep infection following aspiration. The patient underwent a successful two-stage revision to a conventional total hip arthroplasty approximately two years after the primary procedure.